Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device brand name, medical device model, medical device catalog, unique device identifier (UDI), section e initial reporter phone, initial reporter city section g manufacturing location, reporting office, section h device manufacture date a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02 feb 2017, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawers 5 & 6 hardware failure, not detected on bus not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported a distinctive burning smell and found that liquid had poured onto the matrix controller board in drawer six causing the components to fail because of the short in drawer six, it also caused the circuit boards in drawer 5 failed. The fse replaced the drawer controller, pcb and module pcb in drawer five and in drawer six the fse replaced the matrix control pcb, the bad solenoid and drawer sensor. Finally, the customer successfully accessed the drawers. The report was closed. During dchu visual inspection: pn 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. Pn 119855-02: the assy cbl sensor 12 in was received with signs of fluid ingress. During dchu testing: pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. Pn 119855-02: the testing from dchu was not required due to the signs of fluid ingress. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a liquid spill causing a failure in the drawer sensor and thermal damage on the solenoid. This damage compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5 and 6 had hardware failure, and were not detected on the communication bus. The customer stated that prior to this issue, the drawer was stuck in the open position and unable to close. Although the drawer was successfully recovered, then there was a burning smell coming off the station. As per part investigation, it was determined that liquid spill causing a failure in the drawer sensor and thermal damage on the solenoid. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis medstation system, the drawers 5 and 6 had hardware failure, and were not detected on the communication bus. The customer stated that prior to this issue, the drawer was stuck in the open position and unable to close. Although the drawer was successfully recovered, then there was a burning smell coming off the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a distinctive burning smell found that liquid had poured onto the matrix controller board located in drawer six. This spillage caused component failures due to a short circuit in drawer six, which subsequently led to the failure of the circuit boards in drawer five as well. A field service engineer replaced the drawer controller, the pcb, and the module pcb in both drawer five and drawer six. Additionally, the matrix control pcb was replaced; however, a latch coil was required for proper repair by the engineer. In drawer six, the full height matrix drawer, a faulty solenoid and a defective drawer sensor were also replaced to resolve the issue. A field service engineer also confirmed that the caregiver had complained an adverse delay in administering medication to the patient. The system functioned as intended after the field service engineer troubleshot the device.